Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 20 mg/dl; the patient's controller was not holding a battery charge. Patient lost consciousness and an ambulance was called. Paramedics treated the patient was treated with glucagon and patient was transferred to the hospital, where she remained for the next 12 hours before being released.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the investigation of the device confirmed the reported inability to hold charge. The cause of this issue could not be determined.correction to d(4): sequence number changed from unavailable to 010400-25387.